Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having trouble with their stimulator; the patient was getting a message of not stimulating (pt verified stimulation off). The patient's stimulation would turn off on its own. The patient figured out how to turn the stimulation then it quit, patient was in a lot of pain and the stimulation was not working. The patient called and left a message with a manufacturer representative (rep) when the issue first started probably 2 or 3 weeks ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.